Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to dehiscence of the proximal medial capsular suture and swelling.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on an unknown date due to dehiscence of the proximal medial capsular suture.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown ; date explanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.